Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿the clinical implications of elevated blood metal ion concentrations in asymptomatic patients with mom hip resurfacings: a cohort study¿ by david j langton et al, is a retrospective analysis in 2007 to determine whether elevated blood cobalt (co) concentrations are associated with early failure of metal-on-metal (mom) hip resurfacings secondary to adverse reaction to metal debris (armd). It also investigates the potential role of case demographics and blood co levels as risk factors for subsequent failure secondary to armd. A total of 299 resurfacings in 278 patients (246 asr and 53 bhrs prostheses) were employed in which 41 joints (25 females, 15 males; 36 of asrs) had undergone revision. One of the asr was revised secondary to armd two patients died in the study period of unrelated causes. Number of asr hips involved in low wear, low-expected wear, equivocal wear, increased wear and excessive wear were 53, 66, 64, 23 and 39 respectively. Symptoms which lead to revision surgery include - increasing pain and moderate large fluid effusion (n=21), pain with small fluid effusion (n=11), acute pain with femoral collapse (n=4), minor discomfort and grossly elevated ions with mass (n=1), grinding sensation (n=1), gross femoral neck thinning (n=1), squeaking (n=1) and avascular necrosis (n=1). Averse events include elevated blood co concentration (>20 mg/l), moderate/severe soft tissue destruction, osteolysis, alval, discomfort, adverse reaction to metal debris some degree of bone loss, abnormal fluid, metal staining. Risk of failure was highest for females fitted with asr and a high blood co level. One patient was identified. For others, no clarification was found on which events were specifically present on specific patients. Asr hip implant was found to be associated with the above adverse events.